Manufacturer narrative:
Siemens field service engineer (fse) went on site and checked the instrument. The fluorometer, lamp manager and pipettor assembly were replaced with no resolution of the issue. A new analyzer is being prepared to be sent to the customer to replace this analyzer.

Event description:
Customer reported low troponin bias quality control results on the instrument. Customer indicated that the quality control suddenly shifted from 0.02 to 0.00 ng/ml on (B)(6) 2013. There was no report of injury due to this event.